Event description:
The customer reported that the left monitor failed to display a fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. As a precaution, interconnect cable and display adapter were replaced. The system was tested and found to be working as intended and put back into service.